Event description:
Patient received an appropriate shock during vf. Post shock sinus rhythm was 60 bpm. The patient was reportedly unconscious at the time of the event. The patient reportedly fell after the treatment and hurt their eye. Patient reported blood. The patient went to the hospital for evaluation. Outcome of the injury is unknown.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.